Manufacturer narrative:
Lot 16c010 was manufactured march 01, 2016 ¿ march 02, 2016. The device was received for evaluation containing approximately 157ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow flow of 70 mg of terbutaline sulphate in 240 ml of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.